Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a meal as ¿normal¿ despite higher carbohydrate content, after which blood glucose rose to ¿high¿ and later to over 400, with trend subsequently heading down, and support assisted with cgm calibration on the ilet and a site-only supply change; the device component implicated was the user interface and the medical device problem was an incorrect procedure related to meal announcement. Symptoms included hyperglycemia. Outcomes included a serious injury or illness impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem linked to an improper or incorrect method of operation involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.